Manufacturer narrative:
A review of the device history record for sn#: (B)(4) was performed from date of manufacture 11/18/2014 ,to the present date 10/13/2020, and note that this device has been returned for service two times without correlation to the customer reported issue, or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing, specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device had a damaged barrel clamp.